Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty advancing and removing was not tested due to the tip separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the guide wire was damaged causing resistance during advancement and removal resulting in the tip ultimately separating; however, without having the guide wire to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery. The supera stent delivery system (sds) was advanced onto the guide wire; however, resistance was noted during advancement and the decision was made to remove the device. Resistance was felt during removal and the tip of the sds separated, but remained on the guide wire. The device never entered the patient anatomy. The sds and separated tip were removed from the guide wire without difficulty. A second supera sds was advanced over the same guide wire and no issues were noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.